Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . - device 1 of 3 e1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set leaking at quick release events on 08-oct-2024. No further information available.